Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose for the past week. They noticed that the infusion set's cannula was bent. The customer's blood glucose level at the time of the incident was over 600 mg/dl. The customer's current blood glucose level was 400 mg/dl. The customer stated they had difficulty breathing and when they wake up they were sluggish. Their body felt heavy. They had treated their high blood glucose with manual injections. Troubleshooting was performed. They had already changed the infusion set. The device will not be returned for analysis.